Event description:
During colonoscopy, a 1.5 cm pedunculated polyp was identified in the proximal sigmoid colon. The pedicle was encircled with a snare and polyp was excited using the erbe. The physician state that the cautery wire was not touching any other mucosa; however, after polyp excision, a mucosal defect was noted approximately 1.5 - 2 cm away from the polypectomy cautery site. He said the lesion was not bleeding and a concern was raised for possible perforation; therefore, a hemostatic clip was applied to close the defect and to mark the site for future reference, if needed. CT abdomen/pelvis revealed large amount of free air throughout retroperitoneum which was felt to be due to perforation in sigmoid colon region. Patient was admitted to the hospital, surgical consult was made and decision to observe patient. Pt received IV antibiotics and was discharged home on (B)(6) 2014. Abdomen remained benign throughout hospital stay. Questioned by physician whether there was arcing of the current from the snare causing the perforation.